Event description:
It was reported that this patient's right knee was revised approximately 14 year 4 months post op. The patella was worn out. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event . Product not returning: it was discarded.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from orientation of the components, high contact stress, joint instability, and/or from over 14 years of use which led to wear of the patella component and tibial insert. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.